Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, surgeon using 28300ba but unable to visualize correct anatomy and create second port during wrist arthroscopy. Stated the scope was not a true 30. Abandoned surgery.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The customer's statement "unable to visualize - during use" cannot be confirmed. The imaging of the optics can be described as clear and with good depth of field. The required image position of 30 degrees was checked in the test device provided for this purpose. A deviation from the required specifications was found. Further examination revealed normal signs of wear on the optics, but these have no influence on the imaging or the optics themselves. Furthermore, foreign particles were found in the rod lens system, which also have no influence on the imaging in the focus area. These foreign particles may have been introduced into the visible focus area of the rod lens system during use or plate processing, but this can be attributed to normal use (application/processing). The inspection of the optics did not reveal any deviations, manufacturing or production defects in relation to the currently valid specifications for the optics in question. The event is filed under internal karl storz complaint ID: (B)(4).